Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, there was an unexpected outcome. The surgeon re-rotated the lens and the event did not resolve. Add'l info has been requested.